Event description:
It was reported that the physician observed variations in the projected longevity from this implantable device battery. It was hypothesized that the device battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that the physician observed variations in the projected longevity from this implantable device battery. It was hypothesized that the device battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It was stated that this device was lost by the healthcare facility and thus, will not be returned for analysis.